Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced a wound infection at the implant site. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, november 16, 2015.

Manufacturer narrative:
This report filed february 4th, 2016.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015. It is unknown if re-implantation is planned as of the date of this report (B)(6) 2015.